Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage was found to the keypad. All keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no damage was found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the keypad button(s) need to be pressed multiple times to get the pump to prime, and then when the pump does respond it primes more than intended. The reported issue indicates possible delayed response and/or sticking of the keypad button(s).